Event description:
Caller states after dropping the inform ii meter, smoke came from the battery pack, display and test strip insertion. Meter also appeared charred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).